Event description:
Proxy biomedical was notified (B)(4) 2012 via email by the polyform distributor ((B)(4)) that they have received a complaint on the (B)(4) 2012 regarding a polyform product. The complaint states that as a result of the polyform implant, the pt suffered pain and suffering, economic damages, including medical expenses and out of pocket expenses. The complaint was reported to (B)(4) via email on the (B)(4) 202 form (B)(4), the pt's attorney. The pt is identified as "(B)(6)"; date of birth is unknown. Her weight and height are not provided. The hospital where the implant procedure occurred is the (B)(6) medical centre, USA. The date of implantation of the mesh was the (B)(6) 2008. It is unknown if corrective surgery to repair or remove the implant took place. The polyform product lot number is #c000382. No other information regarding the pt is available at this time.

Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).